Event description:
Caller states the expiration date on the comfort curve strip vial is 2/28/08. Manufacturer has the expiration date as 2/28/06. No adverse event reported. Requested return of suspect device and replacement was sent.